Event description:
Pt was receiving a single coronary stent to his proximal lad; when a balloon ptca catheter used for pre and pest dilation ruptured causing a dissection of pt's coronary artery. This required immediate surgical intervention (bypass/CABG). Appears the pt will recover from this event.